Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) /2013 that a customer had an issue with an scd pump. The customer states there are various issues with the pump. The unit was sent to a covidien service center. Upon triage, a service tech found the power cord is cut in half, the wall-end wires are stripped on ac-h, ac-n and the ground has bare wires exposed. The cord is an electrical safety hazard.